Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pinhole balloon rupture occurred. A ranger global dcb otw 6.0 x 60mm, 135cm was selected for use. The moderately tortuous target lesion was located in the superficial femoral artery (sfa) was reportedly severely calcified and 99 percent stenosed. The balloon was advanced to the target lesion and inflated to 6 psi for 20 seconds before the middle of the balloon experienced a pinhole rupture. The device was removed from the patient without issue. The ranger was replaced with another ranger balloon and the procedure was completed. There were no reported adverse consequences to the patient.